Event description:
It was reported, the patient was having the implantable neurostimulator (ins) removed due to ¿ins failure¿ due to the patient having multiple falls. It was unknown if the removal was for the full system of just the ins. The patient received ¿great¿ results from therapy initially and was last seen on 2014 (B)(6) where they had a return of symptoms. It was noted the patient was doing ¿csc¿s¿ every 4-6 hours as of the date of the call. Information reasonably suggested this referred to self-catheterization. The patient reportedly thought that the ¿leads¿ had become disconnected. It was added that the patient was seen after two falls previously as well, once in (B)(6) 2013 and then again in (B)(6) 2013. The system was still working after the (B)(6) fall and was again working following the fall in (B)(6) even though the patient thought the system was disconnected. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported the device had been removed and the patient outcome was no injury.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v138335, implanted: 2009 (B)(6); product type lead. (B)(4).